Event description:
The back of the delivery table could not be raised to provide adequate perineal anesthesia. An emergency caesarean section for fetal distress was to be performed. Another or table was brough to the room and the patient transferred without a long delay. Per the in-house engineer, the cables which release the shocks to adjust the ends of the table had spun out and therefore the back of the table could not be raisedinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: expected wear/deterioration, mechanical problem. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.